Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that upon extracting this guidewire during implant it was noted that a portion of the polymer coating was missing. It is suspected that the polymer separated from the guidewire and became lodged in the patient's vasculature. No further intervention is planned. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.